Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Conclusion: as a result, of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: patient date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the iol is not being returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model zcb00 20.5 diopter intraocular lens (iol) was inserted and removed from the patient¿s ocular sinister (left eye) due to bent/broken haptic. An incision enlargement was required. It was indicated the outcome does not significantly interfere with activities of daily life, and the patient has recovered. The lens was discarded and is not available for return. No additional information was provided to johnson & johnson surgical vision.